Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used for the treatment of a type ia endoleak in a non mdt stent graft system during the endovascular treatment of a 73mm abdominal aortic aneurysm. The proximal neck diameter measured 23.3mm with a 15 degree neck angulation and minimum amount of localized calcification at the seal zone. It was reported approximately one month later a follow up CT identified a type ia endoleak and a gap was observed between the aortic wall and the graft where one endoanchor was no longer penetrating the aortic wall. A four vessel fenestrated endovascular aortic aneurysm repair was completed using non mdt stent grafts and the event was resolved. Per the investigator the cause of the event was related to the index procedure with the type 1a endoleak likely due to inadequate endoanchor penetration.

Manufacturer narrative:
Additional information received; it was reported that the sponsor assessed the type ia endoleak as not related to device and possibly related to the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used for the treatment of a type ia endoleak in a non mdt stent graft system (gore) during the endovascular treatment of a 73mm abdominal aortic aneurysm on (B)(6) 2015. The proximal neck diameter measured 23.3mm with a 15 degree neck angulation and minimum amount of localized calcification at the seal zone. It was reported on (B)(6) 2015 a follow up CT identified a type ia endoleak and a gap was observed between the aortic wall and the graft where 1 endoanchor was no longer penetrating the aortic wall. A 4 vessel fenestrated endovascular aortic aneurysm repair was completed on (B)(6) 2016 using non mdt stent grafts and the event was resolved. Per the investigator the cause of the event was related to the index procedure with the type 1a endoleak likely due to inadequate endoanchor penetration. Medical history: past tobacco use, hypertension, pulmonary disease .

Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.